Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). From visual evaluation via unaided eye, no damages were noticed on the tube, the cuff assembly or the inflation valve. A cuff water test was performed as per manufacture specification that state to ¿inflate cuff with a minimum of 20 cc of air using syringe. Submerge inflated cuff in clean, deionized water. Air bubbles shall not leak from any area of the unit. Visual, functional, 100%.¿ the cuff was inflated and submerged, and bubbles were visible at the wire insertion lumen and not the cuff. Under magnification, the wire insertion lumen was observed and was found to have a minor tear which likely occurred due to device manufacturing. The wire insertion lumen may have been inadvertently torn / punctured / cut too deep during the trimming of excess rtv or during trimming of wire insertion lumen.

Event description:
It was reported during a total thyroid case, during the intubation of the emg tube it was found that the emg tube was leaking. It was when they were trying to add the air to inflate the tube that it was noticed to not hold the air. There must be a hole in the cuff as they were inflating it they could not get it to stay inflated. They removed this tube and replaced it with another and were able to start and proceed through the surgery with no issues. There was no patient impact and there was no delay because they had a second tube that was quickly accessible.